Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on 09/17/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17/2014 with the following findings: evaluation revealed that all keypad symbols are worn off. The keypad cover has no physical damage. The up, down and contrast buttons are intermittently unresponsive. Evaluation revealed that there was contamination found under all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).